Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Lot number / expiration date - unknown; date implanted - 1992; manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty in 1992. Subsequently, patient was revised on (B)(6) 2013 due to the polyethylene acetabular liner being worn eccentrically. The acetabular liner and modular head were removed and replaced.